Manufacturer narrative:
(B)(4). Investigation summary:the complaint device was received and evaluated at the service and repair center. Per service report, the reported failures of the device being broken 2+ pieces and jammed seized were not verified. Therefore, this complaint cannot be confirmed. However, visual observation revealed that the dome( top w/ depuy logo) was damaged. The possible root cause of the physical damage could have resulted from the device being mishandled. The damage component was replaced and it was confirmed that the device was fully functional. The potential cause for this issue is not related to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the affiliate that the pedals of the vapr vue wireless footswitch are jamming and broken. The issue was found pre-operatively. There was neither patient harm nor surgical delay reported. The procedure was successfully completed with hand controls. It was mentioned that a decontamination certificate will be enclosed with the device.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Conclusion codes: upon further investigation, it was determined that the conclusion code was not established. This field has been updated to reflect the correct information. Investigation summary the complaint device was received and evaluated at the service and repair center. Per service report, the reported failures of the device being broken 2+ pieces and jammed seized were not verified. Therefore, this complaint cannot be confirmed. However, visual observation revealed that the dome( top w/ depuy logo) was damaged. The possible root cause of the physical damage could have resulted from the device being mishandled. The damage component was replaced and it was confirmed that the device was fully functional. The potential cause for this issue is not related to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.